Event description:
Access bio received a letter from the FDA on (B)(6) 2022, regarding a report filed by a volunteer reporting a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient on (B)(6) 2022 (lot number ch21a24). The customer reported the case to the FDA on (B)(6) 2022 (report# (B)(4)). The patient reported having a weak positive test result twice on carestart antigen kit while a negative result by a pcr test performed on the same day. The customer also stated that the positive and negative controls passed the quality check (qc) process. No other adverse patient effects were reported. Access bio followed up three times on (B)(6) 2022, to better understand the facts and circumstances of the tests but did not receive any response from the customer.

Manufacturer narrative:
The customer used the carestart poc kit at home (lot number ch21a24), however, the poc kit is to be used by a healthcare professional and not meant to be used at home. Access bio tested the retained samples of the lot number ch21a24 against quality control (qc) panels and all showed valid results. Moreover, in the absence of information from the customer, it would be difficult to rule out other potential root causes identified below. 1. Customer might not follow the instructions for use (IFU) a. Excess blood or mucus on the swab specimen may interfere with test performance and may yield a false-positive result. B. Interpreting results after 15 min. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of the test device. 2. Tests might be exposed to extreme environmental conditions during storage. 3. The pcr test might yield a false-negative result. Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.